Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), arthralgia ("hip pain"), back pain ("back pain"), depression ("symptoms of depression"), fatigue ("fatigue"), migraine ("migraines"), weight decreased ("weight loss") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, arthralgia, back pain, depression, fatigue, migraine, weight decreased and dyspareunia outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine and weight decreased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 50696569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, anxiety, depression, ovarian cyst ruptured, anemia, arthritis, bradycardia, headache, acute pharyngitis, cardiac dysrhythmias and tobacco abuse. Concurrent conditions included painful intercourse, rheumatoid arthritis, gerd, asthma and palpitation. Concomitant products included alprazolam, buspirone hydrochloride (buspar), paracetamol (tylenol) and paroxetine hydrochloride (paxil). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/menstrual cramps/ dysmenorrhoea (cramping)"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal, increased bleeding and clotting over the years") and menorrhagia ("abnormal bleeding (menorrhagia)/clotting"). In 2015, the patient experienced migraine ("migraines"), nausea ("nausea,"), the first episode of fatigue ("fatigue") and headache ("headache"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia ("hip pain"), back pain ("back pain"), depressive symptom ("symptoms of depression"), the second episode of fatigue ("fatigue"), vulvovaginal pain ("vaginal pain") and ovarian cyst ("ovarian cyst") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, migraine, dyspareunia and vulvovaginal pain had resolved and the genital haemorrhage, arthralgia, back pain, depressive symptom, the last episode of fatigue, weight decreased, nausea, vaginal haemorrhage, menorrhagia, ovarian cyst and headache outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, depressive symptom, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, vaginal haemorrhage, vulvovaginal pain, weight decreased, the first episode of fatigue and the second episode of fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: normal right lower quadrant appendix minimal right hydro nephrosis and hydro ureter with ureteral mucosal hyper enhancement. In the appropriate clinical context, urinary tract infection may be considered. Suspected left ovary hemorrhagic cyst. If symptoms persist or worsen, follow up pelvic ultrasound should be performed.small hyper dense pelvic free fluid may be related to recently ruptured hemorrhagic ovarian cyst.. Ultrasound scan - on an unknown date: transvaginal study: small echogenic foci are seen in the endometrium which could represent foci of calcification, polyps or fibrosis. Follicles are seen in the ovaries without ovarian cysts. No pelvic masses or ascites is seen.. Ultrasound scan vagina - on (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2018: plaintiff fact sheet received. Event added: ovarian cyst, headache, fatigue. Event outcome was updated for the event: migraines, menstrual cramps, vaginal pain, abdominal pain, pain during intercourse. Concomitant condition was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 50696569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, anxiety, depression, ovarian cyst ruptured, anemia, arthritis, bradycardia, headache, acute pharyngitis, cardiac dysrhythmias and tobacco abuse. Concurrent conditions included painful intercourse, rheumatoid arthritis, gerd, asthma and palpitation. Concomitant products included alprazolam, buspirone hydrochloride (buspar) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/menstrual cramps/ dysmenorrhoea (cramping)"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal, increased bleeding and clotting over the years") and menorrhagia ("abnormal bleeding (menorrhagia)/clotting"). In 2015, the patient experienced migraine ("migraines"), nausea ("nausea,"), the first episode of fatigue ("fatigue") and headache ("headache"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), arthralgia ("hip pain"), back pain ("back pain"), depressive symptom ("symptoms of depression"), the second episode of fatigue ("fatigue"), vulvovaginal pain ("vaginal pain"), ovarian cyst ("ovarian cyst") and pelvic pain ("pelvic pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, migraine, dyspareunia and vulvovaginal pain had resolved and the genital haemorrhage, arthralgia, back pain, depressive symptom, the last episode of fatigue, weight decreased, nausea, vaginal haemorrhage, menorrhagia, ovarian cyst, headache and pelvic pain outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, depressive symptom, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, vaginal haemorrhage, vulvovaginal pain, weight decreased, the first episode of fatigue and the second episode of fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: normal right lower quadrant appendix. Minimal right hydro nephrosis and hydro ureter with ureteral mucosal hyper enhancement. In the appropriate clinical context, urinary tract infection may be considered. Suspected left ovary hemorrhagic cyst. If symptoms persist or worsen, follow up pelvic ultrasound should be performed. Small hyper dense pelvic free fluid may be related to recently ruptured hemorrhagic ovarian cyst.. Ultrasound scan - on an unknown date: transvaginal study: small echogenic foci are seen in the endometrium which could represent foci of calcification, polyps or fibrosis. Follicles are seen in the ovaries without ovarian cysts. No pelvic masses or ascites is seen.. Ultrasound scan vagina - on (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received : new event of pelvic pain added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 50696569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, anxiety, depression, ovarian cyst ruptured, anemia, arthritis, bradycardia, headache, acute pharyngitis, cardiac dysrhythmias and tobacco abuse. Concurrent conditions included painful intercourse, rheumatoid arthritis, gerd, asthma and palpitation. Concomitant products included alprazolam, buspirone hydrochloride (buspar) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/menstrual cramps/ dysmenorrhoea (cramping)"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal, increased bleeding and clotting over the years") and menorrhagia ("abnormal bleeding (menorrhagia)/clotting"). In 2015, the patient experienced migraine ("migraines"), nausea ("nausea,"), the first episode of fatigue ("fatigue") and headache ("headache"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), arthralgia ("hip pain"), back pain ("back pain"), depressive symptom ("symptoms of depression"), the second episode of fatigue ("fatigue"), vulvovaginal pain ("vaginal pain"), ovarian cyst ("ovarian cyst") and pelvic pain ("pelvic pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, migraine, dyspareunia and vulvovaginal pain had resolved and the genital haemorrhage, arthralgia, back pain, depressive symptom, the last episode of fatigue, weight decreased, nausea, vaginal haemorrhage, menorrhagia, ovarian cyst, headache and pelvic pain outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, depressive symptom, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, vaginal haemorrhage, vulvovaginal pain, weight decreased, the first episode of fatigue and the second episode of fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: normal right lower quadrant appendix minimal right hydro nephrosis and hydro ureter with ureteral mucosal hyper enhancement. In the appropriate clinical context, urinary tract infection may be considered. Suspected left ovary hemorrhagic cyst. If symptoms persist or worsen, follow up pelvic ultrasound should be performed. Small hyper dense pelvic free fluid may be related to recently ruptured hemorrhagic ovarian cyst.. Ultrasound scan - on an unknown date: transvaginal study: small echogenic foci are seen in the endometrium which could represent foci of calcification, polyps or fibrosis. Follicles are seen in the ovaries without ovarian cysts. No pelvic masses or ascites is seen.. Ultrasound scan vagina - on (B)(6) 2014: results: total bilateral occlusion. Lot number: 50696569 manufacturing date: 2012-10 expiration date: 2015-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 50696569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, anxiety, depression, ovarian cyst ruptured, anemia, arthritis, bradycardia, headache, acute pharyngitis, cardiac dysrhythmias and tobacco abuse. Concurrent conditions included painful intercourse, rheumatoid arthritis, gerd and asthma. Concomitant products included alprazolam, buspirone hydrochloride (buspar), paracetamol (tylenol) and paroxetine hydrochloride (paxil). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/menstrual cramps"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal, increased bleeding and clotting over the years") and menorrhagia ("abnormal bleeding (menorrhagia,"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia ("hip pain"), back pain ("back pain"), depressive symptom ("symptoms of depression"), fatigue ("fatigue"), migraine ("migraines"), weight decreased ("weight loss"), nausea ("nausea,") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, arthralgia, back pain, depressive symptom, fatigue, weight decreased, dyspareunia, nausea, vaginal haemorrhage, menorrhagia and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, depressive symptom, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion abd-pelvis with contrast CT: normal right lower quadrant appendix minimal right hydro nephrosis and hydro ureter with ureteral mucosal hyper enhancement. In the appropriate clinical context, urinary tract infection may be considered. Suspected left ovary hemorrhagic cyst. If symptoms persist or worsen, follow up pelvic ultrasound should be performed.small hyper dense pelvic free fluid may be related to recently ruptured hemorrhagic ovarian cyst. Pelvic sonogram: transvaginal study: small echogenic foci are seen in the endometrium which could represent foci of calcification, polyps or fibrosis. Follicles are seen in the ovaries without ovarian cysts. No pelvic masses or ascites is seen. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 50696569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, anxiety, depression, ovarian cyst ruptured, anemia, arthritis, bradycardia, headache, acute pharyngitis, cardiac dysrhythmias and tobacco abuse. Concurrent conditions included painful intercourse, rheumatoid arthritis, gerd and asthma. Concomitant products included alprazolam, buspirone hydrochloride (buspar), paracetamol (tylenol) and paroxetine hydrochloride (paxil). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/menstrual cramps"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal, increased bleeding and clotting over the years") and menorrhagia ("abnormal bleeding (menorrhagia,"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia ("hip pain"), back pain ("back pain"), depressive symptom ("symptoms of depression"), fatigue ("fatigue"), migraine ("migraines"), weight decreased ("weight loss"), nausea ("nausea,") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, arthralgia, back pain, depressive symptom, fatigue, weight decreased, dyspareunia, nausea, vaginal haemorrhage, menorrhagia and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, depressive symptom, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina: on (B)(6) 2014: total bilateral occlusion. Abd-pelvis with contrast CT: normal right lower quadrant appendix minimal right hydro nephrosis and hydro ureter with ureteral mucosal hyper enhancement. In the appropriate clinical context, urinary tract infection may be considered. Suspected left ovary hemorrhagic cyst. If symptoms persist or worsen, follow up pelvic ultrasound should be performed. Small hyper dense pelvic free fluid may be related to recently ruptured hemorrhagic ovarian. Cyst. Pelvic sonogram: transvaginal study: small echogenic foci are seen in the endometrium which could represent foci of calcification, polyps or fibrosis. Follicles are seen in the ovaries without ovarian cysts. No pelvic masses or ascites is seen. Most recent follow-up information incorporated above includes: on 6-sep-2018: pfs+mr received: event added as abnormal bleeding (vaginal, menorrhagia), nausea, dysmenorrhea (cramping). Concomitant condition, historical condition, concomitant drugs were added. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.